Manufacturer narrative:
The reported malfunction of "poor pad contact" was not replicated or confirmed. The multi-function cable and electrode pads were not returned as part of this investigation. The reported malfunction of "paddle fault" was unsubstantiated. Review of the device activity logs showed no evidence related to the customer's report. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "poor pad contact" and "paddle fault" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.